Manufacturer narrative:
The device was not yet returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit automatically switched off during operation. The issue was found during an unknown procedure. There were no reports of patient harm.

Event description:
The issue was found during a therapeutic laparoscopic inguinal hernia procedure. There was a few second delay with the patient under anesthesia. The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 - event description. D10 - concomitant products.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was retuned and evaluated. Based on the results of the investigation, power cuts off and alarm goes off was caused by failure of the main circuit board. It is estimated that it was an accidental failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.